Manufacturer narrative:
Investigation of this complaint found the instrument functioned as designed during the execution of "12 hr factory protocol" protocol comprising 208 cassettes, which started in retort a at 19:47 on (B)(6) 2023 and completed successfully at 03:00 on (B)(6) 2023, from which sub-optimal processing of patient tissue samples was reported by the complainant. The information available details that "tissue adversely affected due to being left in a retort and a clean run being done on the retort with the baskets containing the tissue left inside (accidently)". Evaluation of the instrument logs found the cleaning run executed subsequent to the completion of the affected run included the drying step, which had a duration of 12 minutes at a retort temperature of 80oc. The root cause for the reported "tissue processing issues" was a use error. Specifically, a user failed to follow the manufacturer instructions detailed in section 3.2 of the leica peloris/peloris ii user manual, which contains the following specific warnings: "load and run cleaning protocols like other protocols, but never put tissue in the retort - the dry step will damage it. This means cleaning protocols should never be used for reprocessing runs - use a reprocessing protocol instead." And "remove all tissue from the retort before running a cleaning protocol as the dry step will damage the tissue." And "do not use cleaning protocols for reprocessing as the dry step will damage the tissue." Although the information available indicates that all patient cases involved in this event were diagnosable, the circumstances involved in this complaint have previously resulted in serious injury. No adverse impact on either the quality of processing of patient tissue samples or to any patient(s) has been reported to the manufacturer in association with the circumstances involved in this complaint. Manufacturer evaluation of the service record for the instrument showed that a leica biosystems field service engineer (fse) was not dispatched to assess the operation and function of the instrument in association with this complaint.

Event description:
On 12 december 2023, the complainant contacted leica biosystems and reported "that they experienced tissue processing issues". On 12 december 2023, the leica senior advanced application specialist - (B)(4) visited the complainant's site to assess the operation and function of the instrument and documented the following: "customer wanted to know the events which led up to the clean run being started on retort a - when the retort was drained, when the clean run was started etc. Customer confirmed that the reprocessed blocks were diagnosable and the pathologist commented saying 'the tissue morphology looked better in these reprocessed blocks compared to the routine work'. Customer was using the instrument for clinical work when I [sic] arrived on site, so there was no mechanical issue with the instrument". The fas documented the affected patient tissue samples were derived from one (1) "12 hr factory protocol" protocol, comprising 208 cassettes executed in retort a, which started at 19:47 on 09 december 2023 and finished at 03:00 on 11 december 2023. The type(s) of affected patient tissue samples was documented as "prostate, skin breast", the tissue artefact was described as "tissue was found in retort after a clean run was completed on retort a. Tissue was not embedded or sectioned" and the affected patient tissue samples were re-processed on a "clean run (accidently)". The fas also documented "tissue adversely affected due to being left in a retort and a clean run being done on the retort with the baskets containing the tissue left inside (accidently). No real investigation was needed as it was quite apparent that the clean run was performed on the tissue. Baskets were still in the retort when the clean run completed". On 13 december 2023, the following further information was provided: "tissue affected - known user error adverse event affecting tissue. Tissue reprocessed and diagnosed successfully". On 13 december 2023, leica biosystems melbourne received information from the local leica senior advanced application specialist - (B)(4) that all patient cases were diagnosable. No adverse consequence(s) to a patient(s) has been reported to the manufacturer.